Event description:
This notification was opened for review for information received that the remstar pro c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam degradation/particles. Additionally, the device had displayed error codes e053 (err_comp_log_sem_timeout), e063 (err_stuck_knob_key055(err_therapy_queue_full) and e065(err_stuck_encoder_a). The device was scrapped.